Event description:
It was reported that "during the dialysis session, the catheter has leaked at the clamps level."

Manufacturer narrative:
One 13.5f x 24 cm silicone double lumen catheter was returned for evaluation. A visual examination of the device revealed two small holes directly opposite each other 1 cm from the bottom of the extension sleeve. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.